Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after customer changed the cartridge. Reportedly, customer wiped down the pump speaker holes and after 2 hours, issue was resolved. Customer's blood glucose was 198 mg/dl.